Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system and found that the image acquisition system power conversion enclosure lost its 96v output which powers motion. To resolve, a new power tray and power conversion enclosure were replaced. Once complete the system worked as intended. No further issues noted. B01,c02,d02,g02027,g0201202 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000464, serial/lot #: product ID: bi71000607, UDI#: ; product ID: bi71000861r, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a loud popping noise from gantry and the pendant then went black. This issue occurred intra operatively. There was no reported impact to the patient outcome. No further information provided.

Manufacturer narrative:
H3) the power tray was returned for analysis. Functional testing determined that the component was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.